Event description:
It was reported that there were imperceptible characters on the monitor and the docking station had one leg broken. There is no pt info available.

Manufacturer narrative:
The returned device was evaluated. During this testing, it was found that there was damage to pogo pins on rear of handset and the unit is unable to 'lock' into docking station due to a broken top latch. When powered on the display was corrupted but can still be read in both vertical and horizontal modes of operation. The main lcd/pcba was replaced and the unit functioned as designed. A service history review reveals that this unit was in the field for over five years with no previous reported issues prior to this reported event.